Manufacturer narrative:
The field reports of high pacing lead impedance and inadequate capture were not confirmed. As received, a partial distal portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. All the damages found are consistent with those occurring at the time of explant.

Event description:
Prior to device replacement surgery, elevated impedance and threshold values were observed on the right ventricular (rv) lead. The lead was explanted and replaced during the box change procedure for normal battery depletion. The patient's condition was stable following the procedure.